Event description:
A foot break was noticed on the returned device. Follow up with the account confirmed that the foot was successfully closed and the proglide device was removed from the anatomy intact. After removal, the foot was inspected. It was noted that the foot was not in the right position/at the correct angle [broken]; however, no portion of the foot was missing at that time. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported link separation was confirmed. The foot break was confirmed as the foot was separated and not returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, a link break was noticed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.